Event description:
The user facility reported that the 8 french angio-seal device would not lock back into place prior to deployment. The physician had to cut loose the angio-seal and remove from the patient and discard. The physician then did manual pressure. The type of procedure performed was an angiogram. The patient's pre-procedural condition was good. No blood loss was reported. The event occurred intra-operative. The patient was not injured during the event and surgical intervention was not needed. There is not a direct allegation that the reported device caused or contributed to patient injury.

Manufacturer narrative:
A1: patient identifier: requested, not available due to hospial policy. A2: age & date of birth: requested, not available due to hospial policy. A3: patient sex: requested, not available due to hospial policy. A4: weight: requested, not available due to hospial policy. A5: ethnicity: requested, not available due to hospial policy. A6: race: requested, not available due to hospial policy. D6a: implanted date: device was not implanted. E3: occupation: coronary resource. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint is confirmed. The likely root cause may be related to CAPA investigations. CAPA investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since device was within manufacturing and design specifications when it was released from terumo medical corporation control. An nc and capas have been noted for this issue in the past 12 months.